Event description:
Customer reports the system stopped making images during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the video controller and display adapter pcbs. System operates as intended. This MDR is related to ge healthcare complaint.